Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Forty eight (48) days post index procedure, the closure device was seen to be embolized during routine follow up. The closure device was explanted the following day and the patient fully recovered from this event.

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Forty eight (48) days post index procedure, the closure device was seen to be embolized during routine follow up. The closure device was explanted the following day and the patient fully recovered from this event. It was further reported that the closure device embolized to the proximal descending aorta and lost contact with the laa. The patient was discharged home the day following explant in a fully recovered state.

Manufacturer narrative:
B5: describe event or problem - updated. B7: other relevant history - updated.